Event description:
A malfunction with code "malf 12" was reported, and technical support confirmed the fault ID as [0x2071]. The customer received guidance to reset the pump, as they had not done so in the past 24 hours, and assistance was provided with this process. After the pump was reset, the malfunction code did not recur. There was no adverse impact on the customer's blood glucose level. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which the customer acknowledged and understood.